Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and functional check were performed. The customer's reported problem was confirmed. The pump was found to be displaying "1870" error code alarm message during the investigation. Further investigation found bad solder joint of the pump optical switch brown wire that got loose and according to the investigation cause the issue. Service will replace the pump optical switch to correct the reported issue. The problem source of the reported problem is unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy pump, the pump exhibited " lec 1870". No reported adverse effects.